Event description:
It was reported that the procedure was performed to treat a lesion in the right posterior descending artery. A perforation occurred during use of an unspecified device. The 2.8 x 19 mm graftmaster was advanced through a non-abbott guide catheter extension, but was unable to cross to the target site. During advancement, the shaft of the graftmaster stent delivery system separated into two segments. The separated segments were removed and there was no adverse patient effect. The perforation was treated with non-abbott stents. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H1: type of reportable event.